Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the enclosure power conversion needed to be replaced. Once replaced, the imaging system then passed the system checkout and was found to be fully functional. The returned enclosure power conversion has an electrical failure that was found. It failed bench testing and the transistors failed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: product ID: bi71000176, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site left the system unplugged for the weekend. There was no patient present when this issue occurred.